Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump not accepting auto bolus, crack on the pump. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, displacement accuracy test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: cracked lcd window(minor), cracked keypad overlay, keypad overlay texture damage, keypad overlay peeling, cracked case, scratched case and cracked case (battery tube). Alleged cosmetic damage was confirmed where minor crack on lcd window and cracked battery tube case noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.